Event description:
It was reported that a new pump user experienced multiple nocturnal low blood glucose episodes while using the ilet bionic pancreas and requested additional training regarding cgm targets and insulin aggressiveness. Symptoms included hypoglycemia with a reported nadir of 40 mg/dl, approximately one hour under 70 mg/dl, and no loss of consciousness or dizziness. Outcomes included self-treatment with oral glucose and no need for assistance, medical intervention, or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.